Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced severe nausea, abdominal pain, drowsiness, and blurred vision shortly after a cgm sensor was applied to her arm. With no medication available at home and unable to recall her blood glucose or estimated glucose value (egv), her son contacted emergency services. Upon arrival, paramedics reported the patient¿s blood glucose as ¿high,¿ while the egv remained unknown. No medication was administered on-site, and the patient was transported to the emergency department. At admission, neither blood glucose nor egv values were documented. On the second day of hospitalization, testing revealed a blood glucose measurement (bgm) of 385 mg/dl and an egv of 325 mg/dl. The patient was treated with intravenous insulin, along with potassium, magnesium, iron, and sodium chloride supplementation. Bloodwork confirmed a diagnosis of diabetic ketoacidosis (dka), and the patient was admitted for three days of monitoring. By discharge, the last recorded bgm was 100 mg/dl, and the patient reported improvement. The cgm sensor was removed prior to discharge. No additional details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the a zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.